Manufacturer narrative:
(B)(4). Batch # n5501r. Additional information requested and received: can you please clarify, when the "stapler stopped at the time of the firing" whether or not the device delivered a staple line and cut line? If yes, was the staple line and cut line equal in length? Can you also confirm what is meant by the "stapler broke"? Did the firing trigger break? Please provide further detail of the event. The surgeon reported that the stapler broke at the initial moment of the firing, and with that there was no firing of the load nor cut, because stapler stopped with the break before being fired. The analysis showed that an ats45 device was received with the articulation and clamping mechanism damaged and with a cartridge reload present. The reload was fully fired with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken, not allowing the device to close. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an exploratory laparotomy (erectile stapling) procedure, the surgeon reported that he had to do a lot of force while stapling and stapler broke. The doctor said the stapler stopped at the time of the firing, using white load. Another like device was used to complete the procedure. There were no adverse consequences for the patient.